Manufacturer narrative:
(B)(4) date sent: 9/7/2016. Batch #unk the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the severity of the burn (1st, 2nd, 3rd degree)? How was the burn treated? What heat management techniques were used during the procedure? Has the surgeon been in-serviced on heat management? Is the surgeon aware of the warnings in the IFU as to heat? Response received: what was the severity of the burn (1st, 2nd, 3rd degree)? It was 2nd/3rd degree it caused a blister. How was the burn treated? Thanks to the use of a silver sulfadiazine cream (usually used for burns) in (B)(6) called: sofargen. The problem occurred because the distal part of the shaft transmitted heat during a total thyroidectomy procedure. The surgeon, dr. (B)(6), knows well the device and the techniques for a safe use and he knows the IFU.

Event description:
It was reported that during an unknown procedure, the device burnt the skin by touching with the shaft. It is unknown how the procedure was completed. One device will be returned.